Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of vessel trauma is listed in the product instruction for use as a known potential adverse effect. Although a conclusive cause for the reported patient effect and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that during a procedure, the physician attempted to access a small side branch of the left coronary artery with the pilot 200 guide wire; however, while advancing through the main stem a dissection to the main stem occurred. An unspecified stent was used the treat the dissection with a good result. There was no reported adverse patient sequela. Though requested, no additional information was provided.